Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The cable was returned for analysis. Functional testing found that there was and open in the cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the axiem power comm cable is frayed. The representative indicated that cable had just pulled away and there was no connectivity issues. Analysis found that the there was an open in the cable.